Manufacturer narrative:
Device history record (DHR) for the device has been reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgical tech reported a patient presented with gradual decreased and double vision, halos, glares, and shadows in the left eye four years post photorefractive keratectomy. The patient was noted to have irregular astigmatism and decreased best corrected visual acuity. The patient was referred to a corneal specialist for possible collagen crosslinking. Additional information requested.